Event description:
The customer reported having multiple bent cannulas and high blood glucose, but has not been getting no delivery alarms. Troubleshooting could not be performed at the time of call as customer was at work and was unable to do. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.